Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01675. It was reported that burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and a rotaburr were selected for use. During the procedure, a bigger size of the rotaburr was used; however, it was noted that the rotawire and burr became stuck together and could not be removed. The procedure was completed with a different device. No patient complications were reported.